Event description:
It was reported that a patient had an initial right total hip arthroplasty performed . Subsequently, at the 2 year visit, the patient reported snapping in the hip. Clinic notes indicate that the patient is experiencing iliopsoas tendinitis which occurs when the patient¿s hip is in an extreme rotated position from possible cup or liner impingement. Patient was instructed to avoid extreme positions. Patient was referred for an injection under fluoroscopy. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: g7 osseoti multihole, #item110010265, #lot 65320756, bone screw self-tapping, #item 00625006535, #lot j7273829, bone screw self-tapping, #item 00625006525, #lot j7290883, 36mm i.d. Size f high wall liner, #item 20123606, #lot 65454289, femoral stem press-fit, #item 00786401320, #lot 62868563. Therapy date: (B)(6) 2024. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. A review of the raw material certificate confirmed no abnormalities or deviations. The reported products were reviewed for compatibility with no issues noted. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records were provided and reviewed by a health care professional. The review identified a component of right iliopsoas tendinitis. The patient reports intermittent snapping, which occurs when the hip is placed in extreme rotational positions. This may be related to impingement against the acetabular cup or liner. It was discussed that he should avoid extreme hip positions. The surgeon will arrange a right iliopsoas tendon injection under fluoroscopic guidance. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.